Event description:
It was reported, during a da vinci-assisted cholecystectomy surgical procedure. The medium-large clip applier instrument was failing to close the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted, the procedure was for a robotic cholecystectomy. There was no patient harm or injury. The instrument was inspected prior to use with no damage or anything out of the ordinary noted. The incident with the clip applier occurred, when the customer was trying to clip the duct. When the surgeon went to close the clip, the wrist kept moving to the side, making it unable to close the clip. The customer had another clip applier, that was not having this issue. The type of clips used with the clip applier instrument was hem-o-lok clip. The surgeon used the medium-large clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The incident occurred, during the first clip. The issue was resolved by using another clip applier. There were no photos or videos for review.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the medium-large clip applier instrument was failing to close the clips. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm, the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue, may be related to customer-induced problems, including misuse of the product and recognition issues.